Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their pre-existing parkinsons disease symptoms of tremor, rigidity and bradykinesia. It was discovered that the primary cell implantable pulse generator (ipg) had reached its end of life (eol) resulting in a loss of stimulation. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced with a rechargeable ipg. The patient has fully recovered postoperatively. The explanted ipg will not be returned as it was retained by the customer.

Manufacturer narrative:
The device was not returned for analysis as it was retained by the customer. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that when the primary cell battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer; stimulation will become unavailable requiring surgery to replace the ipg in order to continue providing stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block d2b: additional pro code selection that applies to the indication of this device <nhl>.